Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged that the service required light flashes 8 times (power node) and ds10 was lit on the power supply board. He replaced the power supply board and the batteries but the issue remains. He then found the left coiled cable was cut which exposed bare metal wiring. After replacing the left coiled cable he still has the ds10 lit on the power supply board. Thinking the shorted cable affected the power supply board, the account replaced the power supply board again but the issue remains.